Manufacturer narrative:
Additional information was requested at the author of the journal article and at the hospital. We received an answer explaining that the hospital is not able to provide any further information due to data privacy policy. It was not possible to perform a trend analysis, as the catalogue number of the device is unknown. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported in the journal article that radiolucent lines were observed around the stem in 3 patients. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. A technical investigation was not possible to perform, as the device was not at hand for investigation. Root cause analysis it is reported that radiolucent lines were observed around the stem in 3 patients. No other details are available. None of the unrevised patients, where radiolucency was observed, were rated as being radiologically loose. Additionally, the patients are not reported to have experienced adverse events such as loosening or pain. According to the available information, it is unknown if the stem contributed to the reported radiolucency and if yes to which extent. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in dfmea conclusion summary: in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is cmp-0293062.

Event description:
In a journal article it was reported, that three patients were implanted with a revitan stem on unknown date and radiolucent lines around the stem were observed after unknown time in vivo. The implantation took place between january 1993 and december 2012. Source: "eradication of infection, survival, and radiological results of uncemented revision stems in infected total hip arthroplasties", philipp born, thomas ilchmann, werner zimmerli, lukas zwicky, peter graber, peter e ochsner & martin clauss (2016) acta orthopaedica, 87:6, 637-643.